Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx blue single incision sling was implanted during a solyx sling procedure performed on (B)(6) 2019. According to the complainant, after the procedure, the patient was able to pass her voiding trial. However, the patient experienced urinary retention later that day. Subsequently, the patient was given with a catheter and was sent home for a week. However, she failed her second voiding trial during her follow-up visit a week later and the patient was scheduled to come back on the last week of (B)(6) 2019. On the day of the patient's office follow-up visit, she was able to void and was sent home after being given with self-catheterization instructions. However, the urinary retention was not resolved with catheterization. On (B)(6) 2019, the physician scheduled the surgery to release the sling. Reportedly, this was the physician's first case using the device. The patient's current condition was reported to be stable.